Manufacturer narrative:
Device received with blank display due to moisture damage at electronic and motor assembly. Unable to verify critical pump error alarm and pump error 35 alarm due to blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error and insulin pump error so insulin pump stopped working. Customer¿s blood glucose was 13.8 mmol/l. Customer stated that they received the open book image on the pump screen. Customer mentioned that insulin pump error was displayed before the open book image was displayed on screen. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.